Event description:
It was reported that device detachment occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. An opticross imaging catheter was advanced for ultrasound examination on the target lesion. During the procedure, the catheter had difficulty advancing. Upon removal, it was noted that the tip was pulled apart. The procedure was completed with another of the same device. No patient complications were reported.